Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) dislodged causing a rupture of the septal chorda tendinea which in turn caused tricuspid valve septal prolapse. This in turn caused the patient's heart failure due to bradycardic atrial fibrillation and tricuspid regurgitation to change from a moderate level to a high level. The patient will be monitored. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.